Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomed who reported the speaker malfunctioning. The rse determined that the main board would need to be replaced. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty main board. A main board was ordered and sent to the customer biomed, the biomed was taking responsibility for the repairs. D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported that a speaker malfunction occurred and the speaker emits no sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.